Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Customer reports that the impactor blade broke off the impactor during impaction. No surgery impact. No patient impact. Surgery was completed successfully with the broken instrument. No fragments were created.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the physical device and attached photos can confirm the allegation. In the photos only one device is shown, however with the physical product it can be confirmed the breakage. The end cap of the pinnacle impactor is broken, all pieces were return for investigation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product name: pinn straight cup impactor. Product code: 221750041. Lot: so2043018. Please provide: 1) quantity manufactured: (B)(4). 2) date of manufacture: 5/2/2019. 3) any anomalies or deviations identified in DHR: n/a. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev j.